Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower volume than programmed (under infusion) during therapy in the oncology unit. The device was programmed to deliver an unknown bolus of unknown intravenous fluids in an hour. After infusing for an hour, about 200ml of fluid was left in the 1000ml bag. There was no patient injury or medical intervention associated with this event. No additional information is available.